Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving sufentanil (292 mcg/ml), clonidine (1644 mcg/ml) and bupivacaine (10.4 mg/ml) at an unknown doses via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's pump was interrogated and found to have multiple stalls and recoveries, the pump was currently in an active stall state and stopped pump period may exceed tube set was displayed in the logs. The caller stated that the hcp no longer wanted to have the device beeping and a pump off code was provided. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the motor stall was not determined. The patient came to the office and telemetry had saved motor stalls last on (B)(6) 2019 and then (B)(6) 2019 the pump stopped. The patient's weight was approximately (B)(6).